Event description:
The everflex self expanding peripheral stent system was used. The stent was opened on the sterile field. When the md passed it over the wire, it was noticed that the stent was already deployed. The stent was removed and another one given to the md.